Event description:
The company representative followed up again with the patient's physician, and the physician's office indicated that no additional information will be provided.

Event description:
An implant card was received indicating that the patient had generator and lead replacement on (B)(6) 2012 due to the device being near end of service and high lead impedance. Attempts for additional information from the patient's physicians have been unsuccessful to date. It is unknown if the high lead impedance was first observed on the date of surgery or prior when the patient was referred for surgery. Attempts for return of the explanted products were unsuccessful, as the implanting facility reported discarded the products.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.